Manufacturer narrative:
(B)(4).

Event description:
It was reported that low power output occurred. It was recently noted that the procedures were longer than usual while using this rf3000 radiofrequency generator. No patient complications have been reported.

Manufacturer narrative:
Device evaluated by MFR: during investigation at (B)(4), the device passed power-on self-test, rf delivery test, and preliminary final test which was performed without removal of the top cover. Additional roll-off and roll-on testing was performed with the output set at 200w during environmental stress conditions at high and low temperature and high and low line voltages. No problem was found during testing. The top enclosure of the device was removed and a visual inspection was performed with no internal defects found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
It was reported that low power output occurred.it was recently noted that the procedures were longer than usual while using this rf3000 radiofrequency generator. No patient complications have been reported.